Manufacturer narrative:
The reported event was confirmed manufacturing related. Samples were confirmed to exhibit the reported failure. 9 orange coude tip catheters were returned opened with original packaging. 3 catheters were randomly selected for evaluation, per sampling plan general inspection level (ii) - b. Coude tip of each catheter had some curve, which meets specification which states "accept any curve unless catheter is completely straight" coude indicators for all 3 catheters were not aligned with the tip. After straightening each catheter and taping them down, the indicators still did not align with the tips for each catheter. As the reported event was found to be manufacturing related, it is deemed to fail to meet specifications. The product was used for treatment purposes. A potential root cause for this failure could be "operator or machine error". The risk region is low. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event was found to be manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the coude catheter bend were not lining up with the guideline/dot and would not go in. Also stated that the patient saved the ones that were lined correctly. Per additional information received on (B)(6)2021, customer stated that in a few catheters the drain hole did not line up with the guide mark on the other hand. Stated that those catheters worked poorly or not at all. The returned products were not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude catheter bend were not lining up with the guideline/dot and would not go in. Also stated that the patient saved the ones that were lined correctly. Per additional information received on 27oct2021, customer stated that in a few catheters the drain hole did not line up with the guide mark on the other hand. Stated that those catheters worked poorly or not at all. The returned products were not used.